Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence and that an unexpected reset occurred. Customer¿s blood glucose level was 140 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.